Event description:
The customer reported that the auto kv is not working properly. Also the light object in field has an image, it has added density, and the kv number did not go up. Also the image was dark.

Manufacturer narrative:
(B) (4). The ge service rep performed a basic function test and cleaned the monitor video connector, camera connects, and pc boards. He reseated the video connections at the image module. The system operates as intended.